Manufacturer narrative:
Corrected manufacturer address street: 150 shoreline drive manufacturer address street: 150 shoreline drive.

Manufacturer narrative:
The device was not returned for evaluation. There was no allegation of device failure. Risk of pneumothorax is documented in 105-000299-01, rev d, monarch bronch risk management report and is deemed to be acceptable. Based on the information available for this complaint, the root cause of the reported event is related to a known inherent risk of the device and procedure as documented in the labeling. No corrective action is required at this time. The reported event will continue to be monitored through regular complaint trend review.

Event description:
It was reported that during a monarch-assisted bronchoscopy procedure the patient experienced a pneumothorax. The location was right upper lobe. The location of the pneumothorax was right side. During the procedure the patient went into a complete heart block and became hypotensive. Epinephrine was pushed into the patient¿s intravenous to tackle hypotension and the scope was removed immediately. The customer took the scope off the robotic arms at this time and went on to remove the scope out of patient manually. The patient subsequently became stable, e.g., showed inferior wall acute myocardial infarction (ami). The patient went to the cardiac catheterization lab immediately and had an emergent angiogram. The patient has recovered and has been discharged.